Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system and a large navitor loading system. On an unknown date, the patient passed away due to osteal rca occlusion.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system and a large navitor loading system. The patient's annular dimensions were perimeter 73.1, area 412, and annulus diameter 23.3mm. The final implant depth was 4mm on ncc and 3mm on the lcc. No post-dilatation was required. The patient was in fine condition post-implant and no issues were reported with the valve. Three-months post implant, osteal rca occlusion was observed. On an unknown date in (B)(6) 2025, the patient passed away due to osteal rca occlusion.

Manufacturer narrative:
An event of patient death three months post-implant due to ostial rca occlusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported death and obstruction/occlusion could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.